Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed an incorrect meal announcement was entered on the ilet, sought guidance on viewing meal announcement history, and reported a blood glucose value of 90 mg/dl after having experienced a prior low earlier that day that was already discussed with her clinician. Symptoms included hypoglycemia earlier in the day. Outcomes included user education and troubleshooting on meal announcement use, with no alerts or alarms and no medical intervention or hospitalization. Investigation included a review of device use and user-reported history by customer care. Investigation of this case revealed user error related to an accidental meal announcement. It was concluded that the device functioned as designed and that the event was attributable to use error, with no device malfunction identified.